Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber and microscopic inspection of the tip indicated that it was broken. Visual inspection of the fiber body did not exhibit any breaks. The fiber connector did not exhibit any damage or burn marks. The fiber was connected to vp20 system and the aiming beam exiting from the tip was observed. There was no light escaping from the fiber body. Based on analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the fiber broke on the hand side of the fiber. There was no further information provided.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber and microscopic inspection of the tip indicated that it was broken. Visual inspection of the fiber body did not exhibit any breaks. The fiber connector did not exhibit any damage or burn marks. The fiber was connected to vp20 system and the aiming beam exiting from the tip was observed. There was no light escaping from the fiber body. Based on analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the fiber broke on the hand side of the fiber. There was no further information provided.

Event description:
It was reported that the fiber broke on the hand side of the fiber. There was no further information provided.